Event description:
In the peripheral vascular lab, the physician was attempting to gain femoral arterial access w/ a cook medical micropuncture introducer set. The artery was very calcified per the staff in the procedure room. The needle that came with the micropuncture sheath and dilator advanced through the needle about 2 cm before bending in a figure 8. When the m.d. Attempted to remove the wire and dilator as a unit, a "pop" was heard and upon removal of the equipment, the distal portion of the wire remained in the artery. The patient was transferred to the operating room for removal of the wire.